Event description:
It was reported when using the bd syringe luer-lok¿ tip 3 ml, the device experienced foreign matter within the fluid path, mold presence, and a damaged deformed product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the intermediary care unit reports that the 3ml syringes are presenting (unknown) damage in the product when taken, and are also contaminated. The material (B)(4) is with fungus in the sealed package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe luer-lok¿ tip 3 ml, the device experienced foreign matter within the fluid path, mold presence, and a damaged deformed product. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the intermediary care unit reports that the 3ml syringes are presenting (unknown) damage in the product when taken, and are also contaminated. The material 1104844 is with fungus in the sealed package.

Manufacturer narrative:
H6: investigation summary: photos received for investigation. Upon visual inspection, brown foreign matter can be observed. Unable to confirm if the foreign matter is inside or outside the primary packaging, physical samples are necessary to further analyze and identify the foreign matter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.